Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged the fluid warming infusion set was leaking at the gas vent while setting up for use in the emergency room. No patient injury or adverse event was reported.